Event description:
It was reported that the catheter body was "kinking" after insertion. It was further indicated that co measurements were not "making sense". It was stated that there was no difficulty inserting the catheter and the introducer they use has not changed, same one used in previous cases. It was also indicated that the staff used an arrow ak-09802 introducer. Follow up indicated that the placement in the catheter was in the jugular and there was no resistance inserting or removing the catheter. It was indicated that the waveforms were "blunted" and the catheter twisted and kinked. It was also stated that the pa measurements were abnormally high (60/58) and the catheter kinked with ease. There were no patient complications.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
There have been multiple attempts to retrieve the device for evaluation; however, the device has not been returned. If the device is returned and evaluated a supplemental report will be submitted. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Manufacturer narrative:
The catheter was received with an attached contamination shield and an attached 10cc syringe to the proximal injectate hub. There was also a monoject 1.5cc limited volume syringe which was attached to the inflation gate valve. Examination revealed that upon removal of the contamination shield, an indentation was observed at approximately 93cm, and kinks were observed at approximately 81cm and 13cm. The thermistor read 37.1 c when submerged in a 37.0 c water bath. Per the vigilance manual, thermistor temperature reading accuracy is +/- 0.3c. During cco testing, the catheter ran cco in a water bath on both the vigilance I and vigilance ii monitor for 5 minutes with no error messages observed. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. There were no visible inconsistencies observed on eeprom data. The resistance value of the thermal filament circuit was measured and found with the allowable specification. The proximal injectate lumen was found occluded with dried blood. The pa distal and proximal infusion lumens were patent without any leakage or occlusion. The balloon inflated clearly, and concentrically and remained inflated for more than 5 minutes without leakage. No visible damage was observed from both syringes. Lot number was not provided, therefore review of the manufacturing records could not be completed. The complaint for kinking was confirmed. The complaint for cco difficulties was not confirmed; the catheter functioned normally during testing. No manufacturing-related cause was identified during the evaluation. It could not be determined if clinical factors may have contributed to the difficulty reported. No actions will be taken at this time.